Event description:
It was reported that, "during a primary tka, when the peg drill was inserted in the femoral sizing guide and the hole was drilled in the distal femur, the drill bit broke."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.